Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for issue: damaged out of package. "Dimple on implant".

Event description:
Healthcare professional reported "did not use an implant" because "it is damaged out of the package". Healthcare professional noted a "dimple" on implant. This record is for unknown side. Device was not implanted.